Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that no intervention is planned by the physician as the impedance measurements historically have been high.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected another red alert (high shock impedance) in (B)(6) 2011. The local representative and the clinic were notified of the alert. Boston scientific received information that this local representative contacted technical services and was informed that this device recorded a shock impedance measurement equal to 125 ohms. Technical services discussed troubleshooting option including shock lead integrity testing (slit).

Event description:
Boston scientific received information that this patient's monitoring system detected another red alert (high shock impedance) in (B)(6) 2013. The local representative was notified of the alert the next day. The clinic was not contacted as the data from the patient's monitoring system had already been reviewed by the clinic staff. According to the local representative, no additional testing was performed and no surgical intervention was scheduled. There were no complications and the physician plans to continue monitoring the implanted system.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative and the clinic were notified of the alert. Subsequently, the clinic nurse contacted technical services to report that the value for the high shock impedance had not yet been uploaded to the latitude web site. Technical services commented that this single coil right ventricular (rv) defibrillation lead may exhibited higher impedance because the coil surface area is less. This patient's rv defibrillation lead has been trending upwards from 70 ohms (at implant) to 95 ohms ((B)(4) 2010). At that time, the patient's left ventricular (lv) was revised. Following defibrillation threshold testing (dft), the recorded shock impedance measurement was 82 ohms. The shock impedance gradually continued to rise and a greater than 125 ohms was recorded in (B)(6) 2010. Technical services suggested performing another manual shock impedance test during patient isometrics/packet manipulation while looking for electrogram noise. Technical services commented that the standard for evaluating the lead integrity test is the delivery of shock therapy (minimum and maximum high energy shock). The clinic nurse was planning to discuss this further with the physician. Boston scientific received information from the local representative that the patient was seen in-clinic. Pocket manipulation and patient isometrics did not result in any changes in shock impedance and no electrogram noise was observed. No programming changes were undertaken and the patient has been scheduled for normal follow-up.